Event description:
It was reported, the puncture was completed, the extension tube kit was linked to the catheter, and it was found that it was not passable and blocked, and the customer used the new extension tube kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to infuse is inconclusive due to the state of the returned sample. One photograph of a groshong nxt two-piece connector was returned for evaluation. An initial visual observation of the photograph showed the connector pieces were assembled, but no catheter was attached. The overmold on the distal connector piece appeared to be missing. No obvious cause of occlusion could be seen on the sample in the returned photograph. No use residue could be observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, the puncture was completed, the extension tube kit was linked to the catheter, and it was found that it was not passable and blocked, and the customer used the new extension tube kit. No other information was provided.